Manufacturer narrative:
The balloon guide catheter was returned for analysis. The balloon's hub was found to be cracked. The catheter's shaft was kinked at the distal tip. The proximal end of the balloon was found to be torn and separated from the catheter, however, the distal end was still attached. No other anomalies were observed. Further analysis is being conducted and a supplemental report will be submitted when the investigation is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the hub was leaking air and the balloon would not stay properly inflated. No patient injury was reported.

Manufacturer narrative:
Based on the reported information and device analysis, the customer¿s report of ¿catheter leak at hub¿ was confirmed. We presume that the leakage from the cracked hub caused the balloon not to stay properly inflated. It was observed, that the detachable inflation port was not connected to the returned hub. Based on this situation, it is presumed that inflation port was detached from the hub, when syringe or 3 way tap was directly connected, stress may have been generated, incidentally to the hub lock part. This might be the cause of the non-inflation phenomenon. However, we could not reconstruct the same situation since the balloon was found ruptured. The particular cause of the rupture was not reported by the user. Please be noted that the purpose of the inflation port for balloon is for it to allow manipulation and flexibly without moving the catheter during inflation of the balloon, after inserting the catheter. Therefore, it is recommended that the use of the detachable inflation port. The lot history record showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.